Event description:
Caller reported a malfunction on the pump, specifically a malfunction code 16, which indicated an issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction recurred. As a corrective action, a replacement pump was sent to the customer, who will use multiple daily injections as a backup therapy until the new pump is received. The customer was provided with instructions for returning the faulty pump and informed about the availability of training for the replacement pump's updated software.